Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report the customer reported that they will not return the defective the main printed circuit board (pcb) for evaluation. Therefore, no root cause could be determined.

Event description:
It was reported to vyaire medical that the vela ventilator occurred ventilation inoperable while on a patient. Patient transferred to another ventilator and confirmed no harm to the patient.